Event description:
It was reported that during a stent procedure in a rca, a stent was deployed at 13 atm. After withdrawal of the delivery system, a control injection revealed the stent was not fully deployed. An image, thought to be the c-flex, was located between the stent and the junction of the rca and the right posterior descending artery. The stent was withdrawn through the guiding catheter, and damage to the struts was noted. An attempt to place a 2nd stent was not successful. A third stent was placed successfully. Control angiography was done on 10/2/97 which showed a good angiographic result.